Event description:
The device was returned to baxter for service. During testing, the baxter tech reported an infusion pump with an out of specification air in line printed circuit board (ail pcb). There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: during product eval, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was recalibrated and the device was tested.